Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a physically damaged and detached filter, designator fl29, on the therapy pcb assembly.

Event description:
The customer contacted physio-control to report that their device logged event codes in its memory. Upon further evaluation, physio-control observed that when shocking, the device displays an abnormal energy delivered message and the positive portion of the biphasic waveform is missing. This could result in a partial loss of defibrillator output energy and a monophasic shock delivery. There was no patient use associated with the reported event.